Event description:
During cardiac catheterization guidewire had curled near entry site. Peeling took place toward the tip of the guidewire. Part of the guidewire was noted to be in the superficial femoral artery and soft tissue around it, total length approx 1.5cm. Procedure was aborted and pt had to be transferred to another hosp for retrieval of foreign body. Pt tolerated procedure but expired later on the same day. Not known if directly attributed to adverse event.